Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a failed battery test alarm. Customer's blood glucose level at the time 300mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.